Manufacturer narrative:
It was reported that the battery has been damaged. The battery level was too low, and it cannot continue to be used, causing the machine to power off and shut down. Reportedly there was no injury or serious impairment of health of the patient. It is clearly stated in the instructions for use that the internal battery must be checked in regular intervals and must be replaced if the test result demonstrates that the runtime is significantly reduced. The battery status is checked during self test before use and apparent during use for the user. Dräger was not involved in the examination or repair activities. It can be concluded that the device responded as specified. The battery was replaced. H3 other text : device not available for investigation, 3rd party service.

Event description:
It was reported that the battery has been damaged the battery level was too low, and it cannot continue to be used, causing the machine to power off and shut down.